Event description:
It was reported that the device exhibited ¿cut-off pressure below¿. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no service in the previous 12 months. The pump was tested, and it was found that the cut-off pressure was too low. (0.80bar, min/max: 0.82-1.86bar). The root cause of the issue could not be determined. The downstream occlusion (dso) sensor was recalibrated as preventative measure. The device will be submitted for further testing and thereafter returned to the customer after passing all tests.